Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The obturator was inserted into each trocar with no binding or difficulty. The obturator properly locked into place and unlocked from each trocar. Instruments one and two: the stylet retracted and the knife blade cut cleanly and properly through the test media, allowing the cannula to pass through smoothly. Instrument three did not retract when applied to the media. Engineering examined the introducer in question and observed a small piece of foreign material similar to foam that was caught between the stylet and the i.d. Of the needle. Once the foreign material was removed, the stylet was able to freely retract. Therefore, it is considered most likely that the foreign material was lodged in the introducer as the end user was applying it. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the failure of the instrument to retract. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo hernia/others. According to the reporter: during the procedure, the port was difficult to stab into the abdominal wall. A new product of the same lot was opened, but nothing changed. Then, this problem occurred again for the third product. The fourth product was used properly operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. The last patient status: good.